Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). The patient experienced refractive surprise, lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).